Event description:
It was reported that during a laparoscopic roux-en-y-bypass procedure, the doctor was using the instrument for about an hour and the white pad wore out and dropped off. It didn't drop off inside the patient, it came off when the scrub nurse was cleaning the jaws as they were very charred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.